Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: the actual needles, complete plastic sheath and mesh were returned for evaluation. The guides were not returned. The product had been used and the tips of both needles were bent. The device cannot fit in the blister packaging without both needles being locked onto the guides. Based on the location of the bend in the needles, this suggests that the needle may have been reintroduced on the guide and was not properly locked into place.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. During the procedure, it was noted that the tip was defective. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.